Event description:
It was reported while using unspecified bd conventional pen needle the needles broke. There was no report of patient impact. The following information was provided by the initial reporter. Received voicemail from consumer stating pen needles are breaking when she attaches them.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported while using unspecified bd conventional pen needle the needles broke. There was no report of patient impact. The following information was provided by the initial reporter: received voicemail from consumer stating pen needles are breaking when she attaches them.